Event description:
It was reported that the packaging had warped, causing the paper seal to lift, resulting in compromising the sterility of the product. The issue was reported on 6 devices of the same batch code. This report addresses the sixth needle.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a compromised seal between the tyvek lid and the rigid plastic tray was confirmed and the cause appeared to be associated with prolonged exposure to excessive heat. The source of heat was inconclusive. Two photographs were provided for investigation. The physical samples were subsequently returned. All six huber plus trays from lot rebt0392 exhibited deformation, which appeared to a result of heat damage. The flanges were curled and the preformed features of the rigid tray were warped. Five of the six huber plus trays exhibited a breach in the sterile barrier. It appeared that the deformation of the tray caused portions of the tray flange to separate from the tyvek lid. Other portions of the lid remained sealed to the tray. The exposed portions of the tray flanges revealed evidence of material transfer where the tyvek lid had once been sealed to the tray flange. This type of damage can occur from prolonged exposure to excessive heat, and the damage was most likely associated with shipping or environmental conditions outside bard control. Autoclaving can also cause excessive heat. The trays should not be re-sterilized. The case label for this product states, ¿do not use if package is damaged¿.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a compromised seal between the tyvek lid and the rigid plastic tray was confirmed and the cause appeared to be associated with prolonged exposure to excessive heat. The source of heat was inconclusive. Two photographs were provided for investigation. The first photo showed the external surface of the tyvek lid with the label for part number 012034 and lot #rebt0392. The tyvek had a fold near the seal area on the right side of the label. The second photo showed a side view of the huber plus tray. The preformed features of the rigid tray were deformed and misshapen. The tray flanges were bowed and a gap was visible between the tyvek and midpoint of the visible tray flange. What appeared to be material transfer was observed where the tyvek lid had been sealed to the tray flange. This type of damage can occur from prolonged exposure to excessive heat, and the damage was most likely associated with shipping or environmental conditions outside bard control. Autoclaving can also cause excessive heat. The trays should not be re-sterilized. The case label for this product states, ¿do not use if package is damaged¿. A lot history review (lhr) of rebt0392 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (rebt0392) have been reported from the same facility in (B)(6).

Event description:
It was reported that the packaging had warped, causing the paper seal to lift, resulting in compromising the sterility of the product. The issue was reported on 6 devices of the same batch code. This report addresses the sixth needle.